Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that there was a low vacuum, which was caused by a partially blocked vacuum valve (voev). The valve compromised the washing of the cuvettes, resulting in carryover and subsequent anomalous results. The cse performed troubleshooting on the voev, and ran quality controls and calibrations, which were acceptable. The cse also recalibrated the integrated multi-sensor technology (ise) module. The cause of the discordant, falsely elevated sal result and falsely low un result were related to a partially blocked vacuum valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated salicylate (sal) result was obtained on one patient sample on an advia 2400 instrument. Additionally, a discordant, falsely low urea nitrogen (un) result was obtained on one pediatric sample. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting as expected. The repeat results from the alternate advia 2400 instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sal and falsely low un results.